Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(4) the patient was unable to increase amplitude on the lead. Diagnostics revealed high impedances on all contacts. Reprogramming was unsuccessful at providing effective therapy. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the physician explanted and replaced the lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Follow up information identified the patient¿s impedance issue was resolved with lead replacement.